Event description:
It was reported that the patient's pump flipped and the catheter completely twisted. A dye study was performed; didn't move. The pump was used to deliver lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter: model # 8709sc, lot # n283451011, implanted on: (B)(6) 2011, explanted on: (B)(6) 2011; (B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient experienced headache and returned spasticity. The patient required hospitalization. The pump was flipped and the catheter was twisted all the way from the pump to the anchor. The location of the catheter issue was the pump segment of the 8709sc. A roller study of the pump was performed during the replacement procedure on (B)(6) 2011 and confirmed a motor stall. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed in an area around 4 cm from the sc assembly (proximal end) there were deformed shapes of twisting. The shapes indicate the catheter may have been twisting. Also, there was a narrow area seen 4.5 cm from the distal tip; it was believed to be related to the twisting of the catheter.